Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, approximately 8 days post-operatively of an open ventral hernia repair, the patient returned to the hospital with severe pain and was taken back to the operating room for an exploratory laparotomy. Upon opening the space, pus and infection presented. Mesh appeared to be intact and did not fail, but infection was present. The mesh and tacks had to be removed. The wound was debrided and wound vac (vacuum-assisted closure) was placed and the patient was admitted.